Event description:
A report was received that the patient underwent a pocket revision due to difficulty connecting the charger to the ipg as the ipg was flipped in the pocket. The physician flipped the ipg and relocated it. The patient was reportedly doing well and able to successfully charge following the procedure.